Event description:
Suture anchor snapped during intraoperative implantation in the hip. All parts were removed from patient's hip joint by surgeon. A new suture anchor was used in place of the broken one. Nch sut kntls micro 2.75x11.5 (72205020 159475) - (B)(4).